Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the crack on insulin pump due to which customer was unable to read the screen. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had cracked lcd window, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).